Event description:
It was reported that the patient with this right ventricular (rv) lead experienced discomfort. This rv lead was explanted and was replaced with leadless device. No additional adverse patient effects were reported.